Event description:
It was reported that sheath detachment occurred. An opticross hd imaging catheter was selected to view the target lesion. The distal transparent sheath sheath of the catheter was broken when it was being pulled out after the imaging. The procedure was continued by replacing with another of same device, and it was successfully completed. No patient complications were reported.

Event description:
It was reported that sheath detachment occurred. An opticross hd imaging catheter was selected to view the target lesion. The distal transparent sheath sheath of the catheter was broken when it was being pulled out after the imaging. The procedure was continued by replacing with another of same device, and it was successfully completed. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis in a generic plastic bag and the imaging window was observed detached from the lapjoint section. The imaging core was removed from the sheath assembly in order to inspect the detached section. No other issues or defects were observed during product analysis of the returned device.